Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was exposed to moisture that could have led to a blank display issue. Troubleshooting has not been completed for unknown reason. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.